Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead could not be implanted. When the physician tried to reposition the rv lead, the stylet failed to advance through the lead. The rv lead was not used and replaced during the procedure. The patient was stable.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead could not be implanted. When the physician tried to reposition the rv lead, the lead failed to advance through the stylet. The rv lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events were unable to implant and failure to advance stylet. As received, a complete lead was returned in one piece for analysis. The reported event of failure to advance stylet was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The stylet insertion and removal test was performed, and the stylet was able to be fully inserted inside the lead and removed without restriction.